Event description:
The customer reported via the sales rep that the drill bit broke. It is further reported that during pre-surgery checks, the instrument and ankle arthrodesis nail all aligned correctly. It is further reported that during surgery, the posterior anterior screw did not align. It is further reported that whilst drilling, the drill piece impacted the nail and snapped. It is further reported that another drill was used to complete the procedure with no adverse consequences.

Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If additional information is received, it will be reported on a supplemental report.